Event description:
It was reported that a user experienced hypoglycemia while using a g7 cgm in conjunction with the ilet system after announcing a less-than meal and eating fish, rice, and soup, followed by a walk; the lowest cgm value was 47 mg/dl and a glucometer reading was 67 mg/dl, and the user treated with oral glucose in the form of gel tabs and 4 oz of orange juice, with glucose rising to 93 mg/dl by the end of the call. Symptoms included hypoglycemia and diaphoresis. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.